Event description:
The customer reports the vent cap "fell off" of the IV set as chemo was taken out of the plastic bag when the chemotherapy was being hung; however the nurse did not notice and started the infusion. A drop of chemotherapy dripped from the vent hole, and the nurse quickly replaced the cap back into the vent.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.